Event description:
It was reported that the unit is being returned due to the connection between the holster and the control module does not function. No further info is available. No reported pt consequence. The holster was returned for service.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: rotational and translational cables replaced, fastening material replaced and a mechanical upgrade was performed. After servicing and upgrades, the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all previous qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.